Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: 03-010-405,(lot:3491520),qty:1; 03-010-407,(lot:2618489),qty:1; 356-817,(lot:2257455),qty:1; 356-818,(lot:2259338),qty:1; 356-819,(lot:2106562),qty:1; 356-820,(lot:2223472),qty:1 ; 357-029,(lot:2539055),qty:1; unk - screws: trauma, qty: unknown.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. DHR review was completed. Part: 03.010.407 lot: 2618489; manufacturing site: (B)(4); release to warehouse date: 14. Sep. 2010. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The evaluation of the received devices has shown that all of them are in a very used condition. There are at all devices different wear marks visible and markings are partially faded. Next to these signs of use no damage, which could have contributed to the complained post-operative blade movement could be detected. The devices are in a functional condition. This was confirmed by a function test during this evaluation. All received devices were assembled with at the cq department available pfna implants and instruments and no function related issue could be detected, see attached pictures. All connections, especially the connection screw between the insertion handle and the nail could be tightened as required, no loosening and no loose connection could be observed. This was the same for the connection between the insertion handle and the aiming arm, a stable position could be created without any issues. The dry run has shown that the blade could be inserted into the nail as required and it was possible to lock and unlock the blade in the nail without any issues. Based on these findings the complaint is unconfirmed as the received devices are functional as required. According to the received information a loose connection of the aiming devices could have contributed to the event. In this relation it can be mentioned that a loose connection would impair the positioning of the blade in the nail, but the loose connection would have no influence on the post-operative behavior of the blade if it was after the insertion correctly positioned and locked. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Product code and common device name updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown), protection sleeve for pfna blade (356.818, lot 2259338, quantity 1), buttress/compression nut for pfna blade (356.817, lot 2257455, quantity 1), drill sleeve for pna blade (356.819, lot 2106562, quantity 1), trocar for pfna blade (356.820, lot 2223472, quantity 1).

Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. This report is for one (1) unknown aiming arm. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. While checking the post-operative x-ray images on (B)(6) 2017, it was found that the blade in question had been out of bounds toward anterior femur. The surgeon commented that there was no problem with the blade in question during the dry run. Another doctor commented that the cause might be the connection to the aiming arm was loosen during the surgery. No adverse consequence to the patient was reported. Patient¿s outcome reported as okay. This report is for one (1) unknown aiming arm. This is report 1 of 4 for complaint (B)(4).